Event description:
Customer reported a discrepant comparison between the coagu-chek xs system and the stago analyzer. The coagu-chek read 2.3 inr while the stago read 1.22 inr less than 4 hours later. No treatment or adverse event as a result of these readings was reported. The stago instrument mentioned in this event is not manufactured or imported by our firm. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).